Event description:
The pt received a heart valve from cryolife which resulted in a life threatening fungal infection which caused a hemorrhagic stroke due to a fungal vegetation breaking off from the heart valve and going to the brain. This has left the pt with permanent paralysis on the entire left side of their body. The infection also involved the cervical spine where 2 vertebra were completely eaten away by the fungus. Surgical intervention was needed to repair damage. The heart valve was removed in 2002 and replaced with another cryolife heart valve. In 8/02, the pt was readmitted to the hosp for a reccurrence of the infection. Prognosis is unk at this time. Hospitalization in jan 2002 to july 2002. Readmitted into hosp 8/02 to present.